Event description:
Right knee swelled [joint swelling], loss of flexibility in injected knee [joint range of motion decreased], fluid in right knee [joint effusion], right knee painful [arthralgia]. Spontaneous report received on (B)(6) 2009, from a (B)(6) female pt, initial (B)(6), whose relevant medical history included osteoarthritis and 2 previous courses of synvisc injections in both knees in (B)(6) 2007 and (B)(6) 2008. The pt received the first injection of her most recent course of synvisc therapy in the right knee on (B)(6) 2009. Within a few hours after receiving the injection, the pt's right knee swelled and was very painful. She has had fluid removed from the knee several times since receiving the injection. The pt also reported a loss of flexibility in the injected knee since receiving t he synvisc injection, and the pain and swelling continued. As of the date of receipt of this report, the pt outcome was not yet recovered. No further info was provided. Additional info was received from the treating physician on (B)(6) 2009. The pt's relevant medical history was updated to include: "moderate" grade of osteoarthritis in the right knee for a duration of 2-3 years, prior effusion, joint narrowing, osteophytes, previous treatment with nsaid's and confirmed previous treatment with synvisc (2 other series). The pt did not have a history of treatment with steroids. The pt received 1 synvisc injection (lot number unmown to hcp) into the right knee on (B)(6) 2009. No effusion was collected before the injection, nor was any exudate collected after the injection. The physician confirmed the event of "right knee swelled" and provided an onset date of (B)(6) 2009, an intensity of "moderate", and outcome of "recovered with sequelae" (moderate pain), and a relation to synvisc as "definite". The event required treatment with an steroid injection. The physician confirmed the events of "right knee painful", "fluid in right knee" and "loss of flexibility in injected knee", but did not provide any further details. Concomitant medications reported included: nsaid's. As of the date of receipt of this report, the overall pt outcome was unknown.

Manufacturer narrative:
Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trend that could be associated with any product complaint. Genzyme will continue to monitor complaints.